Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can presumed that the image sensor unit or the built-in board for processing the video signal was damaged for some reasons, and the event occurred due to an abnormality in the video signal. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. "(Inspection of the endoscopic image) confirm that the wli and nbi endoscopic images are normal 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image was not confirmed. In addition to the findings, error b30 and e216 were identified. Due to dirt on electrical contact of video plug, and damage on the charged coupled device (ccd) unit b30 (scope communication error-err) occurs. Due to corrosion on video plug, and damage on the charged coupled device (ccd) unit e216 (scope communication error-err) occurs. The following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction does not meet specifications, scratches were found throughout the device, video connector case has a crack, and adhesive on bending section has a chip. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had reproduction of a sandstorm, no image during reprocessing. The procedure was completed with a similar device. The procedure was delayed two to three minutes to prepare another scope of the same type. There was no report of patient harm or user injury associated with this event.